Manufacturer narrative:
Continuation of d10: product ID 97755 product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need to replace the recharger. Patient stated they had the battery pack replaced a while ago, patient stated now they are having issues with the paddle getting warm when they charge and it is hurting a lot. Patient confirmed that the paddle is getting hot to the point where it irritates their skin. Patient mentioned that this started happening about a month or so ago. Patient went in for an xray last friday and confirmed no problems with the ins position. Patient stated that their hcp suggested for the recharger to be replaced. Patient did not have recharger serial number available and mentioned that they would only be available with the recharger when patient services is closed. The issue was not resolved through troubleshooting. An email was sent to patient to reply back with recharger serial number in order to proceed with replacement request.